Manufacturer narrative:
(B)(4). The device involved in the event was not returned; therefore a return sample evaluation will not be performed. A follow up report will be submitted upon completion of the batch record review or if any additional relevant information is received.

Event description:
On (B)(6) 2016, patient underwent procedure for the placement of percutaneous endoscopic gastrostomy (peg) tube. On (B)(6) 2016, report indicated the patient was hospitalized due to fever. Additional information received indicating patient remains hospitalized with peritonitis and pneumonia.

Manufacturer narrative:
Reference record (B)(4). A batch record review was performed for the lot number provided. The device involved in the event remained in the patient and was not returned; therefore, a return sample evaluation is unable to be performed. Review of batch record documentation did not identify any probable or root causes that would contribute to peritonitis. Peritonitis is a known hazard of a peg tube placement. No defect, deficiency, or malfunction of the peg tube was described. If any further relevant information is identified or obtained, a supplemental medwatch will be filed.